Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed because no product lot number was reported.  Omnipod insulin management system ¿ user guide.  Model: ust400.  17845-5a-aw rev b 09/17.  Changing your pod.   Chapter 3 / pages 33.  Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
It was reported that patient's blood glucose levels had elevated (120 mg/dl to 250 mg/dl) while wearing the pod between 1 and 4 hours on the abdomen; there were trace amounts of ketones as well. Patient's guardian reported the pink slide did not move forward, which indicates a needle mechanism failure. As treatment, a manual injection was administered.